Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. An image of the device has been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the recanalization catheter allegedly became stuck on the guidewire during use in the left anterior and posterior tibials; therefore, the catheter and guidewire were removed as a single unit, resulting in loss of access. It was further reported that another balloon in the same access site was used to complete the procedure. There was no reported retraction difficulty through the sheath. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the catheter was examined under microscopic magnification, (12.5x) and both the inner and outer catheter were torn distal to the rapid exchange junction. The outer catheter was bunched near the distal tip. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: the guidewire was able to be removed from the catheter with force. The guidewire was unable to be re-inserted through the rapid exchange junction due to the torn catheter. The guidewire was able to be inserted through the distal tip and advanced out the rapid exchange junction without issue. The guidewire was then able to be retracted from the catheter without issue. Further functional testing could not be performed due to the poor sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Photo review: one electronic photo was returned and reviewed. The photo showed the distal end of a crosser rx catheter with a guidewire fully inserted. The catheter appeared to be bunched near the distal tip and the rapid exchange junction. Based upon the photo provided, device-device incompatibility cannot be confirmed. Conclusion: the device was returned and one photo was provided for review. The investigation is confirmed for device-device incompatibility, based on the condition of the returned sample (i.e. Guidewire was stuck inside catheter and catheter was bunched). The investigation is confirmed for torn material, as the catheter was torn at the rapid exchange junction. The definitive root cause could not be determined based upon the available information. It is unknown if the original guidewire, patient issues, and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Attach the proximal end of the crosser catheter to the transducer. Hold the proximal hub while rotating approximately two full turns clockwise. Firmly tighten by hand. Warning! Allow crosser catheter tip to freely rotate during attachment. Interventional use: load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. Warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter allegedly became stuck on the guidewire during use in the left anterior and posterior tibials; therefore, the catheter and guidewire were removed as a single unit, resulting in loss of access. It was further reported that another balloon in the same access site was used to complete the procedure. There was no reported retraction difficulty through the sheath. There was no reported patient injury.